Manufacturer narrative:
Device evaluation: results of investigation: analysis on the log file shows that the issue was due to a software bug in improved internal o2 sensor communication handling found in version 6.0.1600.0. This issue is resolved with version 6.0.1700.0. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
It was suggested to upgrade to a new software when it becomes available. At this time, the suspected device and log file has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e us ventilator experienced a blank screen issue during use on patient. It was reported that there was no patient harm or injury in this event.